Manufacturer narrative:
The returned erbe generator was further investigated. During the initial investigation, the reported m-02 error could not be reproduced. However, c-00 errors constantly occurred from the error history log that is normally associated with a malfunction of the printed circuit board (pcb) of the sensorik central processing unit (cpu). As a proactive measure, the sensorik cpu pcb had been replaced. During the servicing, the equipment was calibrated, and a technical safety check was performed to verify that the equipment meets specifications. The unit meets specifications and functions as intended after passing all the required and recommended testing.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer called in to report that they had repeated m-02 error message on the integrated erbe electrosurgical generator unit (iesu). The surgical staff had been power cycling the iesu to eliminate the m-02 error, but it kept coming back. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified several iesu related errors but not the reported m-02 error. There was no reported injury. Isi performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: the issue first occurred before the ports were placed. The site elected to continue with the same generator. The site encountered multiple errors during the procedure and kept power cycling the iesu to continue with the case. The procedure was completed successfully with the same iesu.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the c-06 and m-11 errors on the integrated erbe electrosurgical generator unit (iesu). The fse noted that the customer also encountered multiple m-02 errors. The fse replaced the iesu to correct the reported problem. The system was tested and verified as ready for use. Isi received the erbe involved with this complaint and completed the device evaluation. Failure analysis investigation found that the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. As a safety precaution the unit will be returned to original equipment manufacturer (OEM) for further investigation. A procedure log review was performed. Per the review, the following was confirmed: a bilateral inguinal hernia procedure was performed on system sk4756 on (B)(6)2022 . In addition, the system logs were reviewed/analyzed as part of the isi technical support engineer (tse) and/or fse's investigation. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: the iesu generated several errors during a da vinci-assisted bilateral inguinal hernia surgical procedure. An isi fse replaced the iesu to resolve the reported problem. The initial reported complaint and subsequent findings from the fse could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change due to system unavailability after the start of a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.